Manufacturer narrative:
Medwatch field d4. Has been updated.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer replaced tubing and a connection part to the sample probe. The investigation determined the issue was resolved by the service actions.

Event description:
The initial reporter stated that during the week of (B)(6) 2021 to (B)(6) 2021 they observed dripping from the sample probe after washing on the cobas e 411 immunoassay analyzer. Controls seemed to drift higher and calibration improved control recovery. The customer performed cleaning maintenance on the analyzer and the dripping was no longer visible. Calibration also failed for the elecsys troponin t hs assay, so the reagent kit was disposed. A new reagent kit was placed on the analyzer and calibration and controls were acceptable. On (B)(6) 2021, they received discrepant results for one patient sample tested for troponin t on the e411 analyzer. No incorrect results were reported outside of the laboratory. The sample initially resulted in a troponin t value of 102 ng/l. The sample was repeated twice, resulting in values of 14 ng/l and 15 ng/l. The troponin t reagent lot number and expiration date were requested, but not provided.